Event description:
User alleges, resuscitator was being used during a code. Noticed that unable to ventilate the pt sufficiently. Detached the bag from the endotracheal tube and the pt was then able to exhale. Assumed the pt's endotracheal tube was the problem and suctioned large amounts of mucous, but also noted that, the endotracheal tube was not plugged at this time. Clinician continued to try to ventilate and noted auto peep was occurring (there was no peep valve attached). Clinician had to manually detach the bag from the et to let the pt exhale. Used a different brand resuscitator and was able to ventilate the pt with no problem.